Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, a nurse reported that the fenestrated bipolar forceps instrument's pulley cable broke during surgery. It was immediately removed and exchanged for a different type of instrument to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following information: the instrument was inspected prior to use, and there was no damage or anything out of the ordinary. There was no arcing, and the cable was exposed in-between the jaws. There was no harm to the patient. The instrument was connected properly and was working correctly before. The instruments did not collide. Before the cable was exposed, the jaws were contaminated by carbonized tissue.